Event description:
The customer contact reported a separation. The tubing set had been used to deliver an unspecified concentration of taxol. It was reported that after the taxol delivery was complete three hours later, the tubing set was used to deliver an unspecified volume of saline to flush the tubing set. It was reported that a "few minutes" after the saline delivery was started, the wife of the patient noted that the tubing had separated from the filter outlet. The tubing set was removed from clinical use. No medical interventions were required. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).